Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The procedure type was afib ablation. Multiple attempts have been made to request for the complaint product to be returned for analysis. Product was not returned for investigation as initially reported. Since no lot number was provided, no device history record review could be performed. (B)(4).

Event description:
It was reported that during a transseptal, procedure, the patient experienced a cardiac tamponade. Pericardiocentesis was performed. Additional information was requested, but no response has been received.